Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided, the reported cable break resulting in noise and positioning failure associated with inability to curve appears to be related to the tension that was placed on the device due to patient and procedural conditions as it was reported that the patient's anatomy required the physician to rotate the +/- knob extensively in the "+" direction and after several optimization adjustments a noise was heard and the sgc tip was no longer able to curve. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr). The patient's anatomy required the physician to rotate the +/- wheel of the steerable guide catheter (sgc) extensively in the "+" direction. After several optimization adjustments of the trajectory, the system emitted an audible "clack". Although the system could be mobilized with the dial in the "-" (straight) direction, the "+" (curved) mobilization was no longer possible. A cable break was suspected. A new system was prepared and the procedure followed. No impact on the patient. Patient information cannot be provided due to personal data privacy policy.